Event description:
The needle pulled off of the suture prior to use, while arming the needle holder. The surgeon opened another suture and completed the dental procedure with no adverse consequence to the pt.